Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2023. It was reported that there was a crack in the probe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Device codes): device code a0414 captures the reportable event of peg tube torn inside patient.